Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint is confirmed. The root cause is attributed to use error. The device was used in sclerotic bone, contrary to the warning in the IFU which states: "do not use this product in dense bone including traumatic fractures; device damage resulting in patient injury may occur." A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a vertebroplasty, the physician was experiencing some sclerotic bone while attempting to create an access channel. The physician was using a vertebral augmentation device when it became stuck between the patient's pedicle and vert body. While trying to remove the device, the tip separated within the patient. The device is permanently embedded between the pedicle and the vertebral body. The physician states that there are no plans to remove the device. The procedure was successfully completed with no additional consequences to the patient.